Event description:
The download of a (B)(6) old female patient revealed battery charger faults. Zoll customer support contacted the patient to address the issue. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the charger faults were caused by contamination on the battery board. The root cause of the contamination could not be positively identified but was likely liquid ingress. No adverse event occurred because of the contaminated battery board. The patient received a replacement battery charger/modem.